Manufacturer narrative:
(B) (4). The ge service rep found a broken video wire in the interconnect cable assembly. He replaced the cable. The system operates as intended.

Event description:
The customer reported that the system has image quality problems. No pt injury was reported.